Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) has continuous gas leak on start up. There is no alarm at present, issue was found during use. No patient involved.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(health effect ¿ impact codes), h11.

Manufacturer narrative:
Due to character restrictions in block e1, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) has continuous gas leak on start up. There is no alarm at present, no indication of actual or potential harm or death.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) has continuous gas leak on start up. There is no alarm at present, no indication of actual or potential harm or death.

Manufacturer narrative:
Corrected fields: b5, h6- (helath effect - clinical code, health effect -impact code).updated fields: b4, d8, d9, g1- contact person at mfg site, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion, component code and h11.a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse said that problem was the muffler at the back of the chamber was leaking. Replaced muffler from pressure side and the leak stopped. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.